Event description:
It was reported by repair work order that the head end brakes were not remaining engaged due to missing brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.